Event description:
The patient was implanted with a nalu peripheral nerve stimulator system in idaho on (B)(6) 2024 to treat lower back pain. After implanting the system, the patient was seen several times by local nalu representatives for typical system reprogramming. During those appointments the patient had expressed inadequate relief which was attempted to be addressed through programming. After the implant and several reprogramming sessions, the patient relocated to a different state and was no longer in contact with nalu personnel. In december 2025 the firm was notified by a medical facility in arizona that the patient was scheduled for explant of their nalu system. A full system explant was performed on (B)(6) 2026 as planned. Scheduling conflicts prevented any nalu personnel from being present for the procedure and the explanted components were not retained for return to the firm.

Manufacturer narrative:
After the patient left the state where the implant took place, there was no further communication with nalu to perform any system troubleshooting or additional reprogramming. There are no records of any system or component failure or malfunction and no reports of any suspicion of migration or malposition. It is unclear with the information available if the patient was not receiving appropriate stimulation or if stimulation was appropriate but failed to meet the patient's expectations.